Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation could not reproduce the reported symptom system error 322. Review of the history log confirmed the reported symptom. Review of known contributors led to the determination that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.